Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was not able to push the lead through the catheter. It was noted that the catheter was not deflected, nevertheless the lead was not able to pass the bent part of the catheter. The catheter was replaced. The lead was ultimately implanted and remains in use. No patient complications have been reported as a result of this event.